Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had a high blood glucose (bg) level; value was not provided. The customer stated they would deliver a bolus of insulin to treat high bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.